Event description:
The case was an emergent abdominal aortic aneurysm (aaa) while doctor was on call. A 20 fr sheath was passed through the common iliac to deliver the aaa device. The physician noticed a drop in blood pressure and an angiography of the common iliac artery was performed and a leak was observed. At that time a stent was delivered to the target location and the physician described the stent as being fractured and not fully deployed. There was still a leak after the fractured stent deployment and a second covered stent was deployed and post-dilated to safely seal the perforation.

Manufacturer narrative:
A follow-up report shall be submitted upon completion of the investigation. A review of the labeling shows that there is a precaution, in the instructions for use, that states " the device ir provided sterile, for one procedure, only. Do not re-sterilize. Use prior to the expiration date noted on the package".